Manufacturer narrative:
Device passed operating currents, self test and off no power. Device was monitored and no low battery alarm during testing. Unable to perform displacement test due to broken reservoir tube lip. Device received with minor scratched display window, cracked battery tube threads, partially broken reservoir tube lip, missing reservoir tube o ring, stained end cap sticker and stained address number label. Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the customer had high blood glucose level and the insulin pump was under delivering. The customer¿s blood glucose level was 453 mg/dl. The customer had small ketones and alleged insulin pump was under delivering as the customer had high blood glucose level. The customer was treated with insulin shot for high blood glucose level. The customer was unsure if the drive support cap was damaged. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.